Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary this device has been repaired and defect parts replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
U/d angle wire ruptured. This event occurred at the time of during inspection. There was no report of patient harm.